Manufacturer narrative:
The reported event of power switching was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple premature switching events. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Many of the logged events were caused by temporary disconnects of the battery from the controller, logging a value of 202 or greater. (B)(4) participated in these switching events. (B)(4) had received the smr upgrade at the time of these events. Log file analysis also revealed several instances where (B)(4)'s recorded capacity was between 101 and 201. This is indicative of a 60 second loss of communication with the controller; however, the battery continues to provide power to the controller. No critical battery or power disconnect alarms were logged by the controller. Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. The power supply cables were manipulated while connected to the controller. No disconnects occurred. The most likely root cause of the reported event can be attributed to communication errors and momentary or temporary battery disconnections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The controller changed from one power port to the other one before batteries are down to 25% smr-update was done (B)(6) 2016.